Event description:
It was reported, the patient experienced a sharp, stabbing pain underneath her right rib area. It was also reported, the patient had previously gone to the emergency room due to the pain and also saw both a gastroenterologist and urologist. Moreover, it was reported one of the physicians (uncertain which one) thought there was a possibility the issue was due to nerve pain. Furthermore, it was reported, the pain resolved upon turning stimulation off and did not recur upon resuming stimulation. Follow up identified an sjm rep reprogrammed the patient's scs system and the patient is receiving effective stimulation in her pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.